Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that a patient had received a distal femur axsos 14 hole plate and that the patient was advised to allow 25% weight bearing initially, and full weight bearing after 6 weeks. It was reported that on (B)(6), during a routine follow up, it was noticed that the plate had allegedly failed across an oval hole. It was reported that all screw bone and screw plate interfaces were sound.

Manufacturer narrative:
Evaluation summary: the reported event of the plate breakage could be confirmed. Based on the investigation, the root cause overloading was attributed to a user related issue. The overloading was caused by an unstable fracture constellation. Clinical opinion: the submitted x-rays show an unstable comminuted distal femoral fracture. Besides intramedullary nailing, internal fixation with an axsos distal femur plate is state of the art in such distal femoral fractures, particularly in cases with extension near to the knee joint. Therefore, the indication and the surgical procedure have to be estimated as absolutely correct. The postoperative x-rays show a large medial butterfly fragment with insufficient bone support especially at the medial side which indicates a deficient medial pillar. This implies a poor constellation for the inserted lateral plate because nearly all forces and bending moments are transmitted by the plate without any sufficient support by the bone itself. Due to material fatigue, in general plate fixation is temporary to achieve bone healing. In the time of bone healing a stringent partial weight bearing has to be ordered to the patient until adequate bone consolidation is observed in the follow up x-rays. In the given case, the surgeon has explicitly ordered partial weight bearing (¿25% weight bear initially, and fully at 6 weeks¿), but there is no particular information on the compliance and the real postoperative weight bearing of the (B)(6) obese ((B)(6)) patient. The early massive bending of the plate approx. 3 months after insertion clearly indicates a significant overloading. Additionally even if a callus formation is visible, there is still a gap indicating a delayed union. The current IFU v15013 for non active implants reads: ¿contra indications: obesity. An overweight or obese patient can produce loads on the implant that can lead to failure of the fixation of the device or to failure of the device itself. » a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
It was reported that a patient had received a distal femur axsos 14 hole plate and that the patient was advised to allow 25% weight bearing initially, and full weight bearing after 6 weeks. It was reported that on (B)(6), during a routine follow up it was noticed that the plate had allegedly failed across an oval hole. It was reported that all screw bone and screw plate interfaces were sound.